Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin, and the insulin gauge displayed 39 units after an hour of therapeutic delivery. The customer's blood glucose level was 258 mg/dl, and was addressed with a correction bolus. The customer reloaded the cartridge successfully and received an accurate fill estimate.